Event description:
A report was received that a pt is experiencing a red rash around the pocket site. The physician suspects that the pt has a possible infection, an allergy to the device, or (B)(6).

Manufacturer narrative:
Additional information received stated that the pt's precision system was explanted due to an infection at the pocket site. The pt's symptom was pus in the pocket, making its way to the lead incision site. The pt was administered IV antibiotics. The pt is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014" stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.